Event description:
Date of event unknown. The user reported that a tpn infusion was set to run at 65mls/hr, however, after two hours, they noticed that approx. 900mls had gone through. The info received indicates that the pt felt unwell and was pyrexial with temperature of 38.5 degrees c. The infusion was stopped and the pt received intravenous paracetamol. There is no information that any additional treatment was received as a result of this. The pump was requested. A follow-up report will be submitted, if the device is received, after the failure investigation is complete.

Manufacturer narrative:
Pt info requested and all available info is included.